Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the pt's lifting process from the chair to the bed, one of the sling's grey clips cracked. The pt was hoisted onto the bed and was lowered in order to remove lower garments. Then re-clipped into sling and hoisted up to place bedpan under the pt when the "clip gave away" at the same time when the button was pressed to hoist pt back up. "No jarring, pt was unaware that clip had broken". No injuries were reported as a consequence of the event.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site (B)(4). As of 06/15/2010, that number was deactivated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh magog and any medwatch reports will be submitted. (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).